Event description:
It was reported the patient experienced fluttering in their whole hip which was noted as more than the patient got during the pre-testing for the nerve stimulator. The patient experienced this during the operation on (B)(6) 2014. It was noted that someone put a clip into the patient¿s leg that felt like a huge injection. The patient experienced two painful shocks. The patient was upset because no one explain why she experienced the pain during surgery and the patient noted ¿besides being nearly executed¿. It was later reported the patient had a shocking or jolting sensation and it was noted that the shocking has happened intermittently since implant. The patient wanted to ask about shocking. It was noted that the patient stimulation was increased at healthcare provider office visit and the patient was still feeling a small shocking in other parts of her body (leg, shoulder and etcetera.) The patient said the shocking was more pronounced since the amplitude has been increased.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0l5jx, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).